Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen of pump making it difficult to see pump settings and pump error alarms. The customer's blood glucose value was unknown. Customer reported that battery life was diminished, pump rejected new batteries. Also pump has erased settings when replacing batteries along with unexplained no delivery alarms. The devices will not be returned for analysis.